Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. Per the patient, the medication was not getting to her because the catheter was ¿condensed¿. It was stated that at pump replacement it was observed the catheter was condensed. Because of the catheter, the patient had to be in a wheel chair. It was also noted because of the catheter the patient had lost strength and was on bed rest. The patient was currently in a wheelchair and could no longer walk. The patient stated that the pump system had not helped her at all. The patient stated that when the pump battery dies, she wants the pump taken off and would never recommend it.

Event description:
It was reported that, on (B)(6) 2013, the patient had a catheter replacement and a pump replacement for normal battery depletion on (B)(6) 2013. The catheter tube had been ¿condensed¿ for some time. The pump medications at the time of the event were not reported. However, at the time of the report, the device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(4) 2006, explanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), product type: catheter. (B)(4).